Event description:
The customer reported that the system would produce an audible alarm and exhibit a smell of something burning. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The service rep removed the covers and performed an operational test with positive results. The system was tested and found to be working as intended and put back into service.